Event description:
According to the reporter: occurred during a laparoscopic roux-en-y procedure. The suturing device was being used for the jejunojejunostomy. The needle fell into the cavity of the patient and was retrieved using an atraumatic device . The device was difficult to unload. In order to resolve the issue and complete the case, a new suturing device and needle reload were opened. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.